Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia, on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 25 and 36 hours, on the arm. Symptoms reported include hyperglycemia. The patient was in contact with their doctor, dr. (B)(6) at (B)(6), for 10 hours on (B)(6) 2026, monitoring their blood glucose levels. The patient never visited dr. (B)(6) in person. Dr. (B)(6) instructed the patient to closely monitor their blood glucose levels throughout the day, to ensure the new pod placed was operating properly. It was also reported that the patient experienced a burning sensation in their fac and redness appearing on their body. The patient was diagnosed with ketoacidosis. It was reported that the pod was discarded.